Event description:
It was reported that the implantable neurostimulator (ins) was non-functioning and was removed. It was noted that it was not normal battery depletion but it was noted to be not applicable. Additional information received reported that the patient had not been using the stimulator for three months. It was noted that the patient was seeing a neurologist for their headaches who suggested they have the device removed. It was noted that the patient stated that the leads and the generator were uncomfortable. It was noted that the stimulator was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748966, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3986a, lot# n055901, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 74001, explanted: (B)(6) 2013, product type: adapter. Product ID: 3550-29, explanted: (B)(6) 2013, product type: accessory. Product ID: 3986a, lot# n055901, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).